Event description:
Patient: 42 year old, female. Procedure being performed: mechanical thrombectomy on large vessel occlusion stroke. Type of injury and location: ica dissection with recanalization of ica dissection after second thrombectomy pass. Additional information from the physician: walrus entered through the right femoral artery to the left ica bovine aortic arch loss of support felt while advancing aspiration catheter through walrus. Aspiration catheter was advanced carefully to desired location balloon was inflated patient tachycardia was noted, indicating potential positioning issues with bgc thrombectomy was attempted an attempt was made to remove bgc & aspiration system, but it was noted that the bgc was prolapsed in the common carotid bgc lumen was cleared of other catheters and an angiographic catheter was inserted to aid in straightening bgc was removed after successful straightening after walrus was removed. The dissection was crossed with a microwire, microcatheter and aspiration catheter. Intracranial aspiration thrombectomy was performed and partial reperfusion was achieved with recanalization of walrus bgc induced vessel dissection. Final angiography showed partial reperfusion o f the left mca territory and recanalization of left ica dissection and was judged to be tici 2b.

Manufacturer narrative:
The reported event intake: dr. (B)(6) reported an attempt was made to remove bgc & aspiration system, but it was noted that the bgc was prolapsed in the common carotid. The bgc lumen was cleared of other catheters and an angiographic catheter was inserted to aid in straightening bgc. The bgc was removed after successful straightening. Analysis of the returned q'apel medical walrus balloon guide catheter, bg8087-095 , lot unknown; confirmed the presence of a kink towards the distal end (~30 mm from tip). The kink was evaluated under a microscope and found no issues with the distal tip or wire spacing around the kink. The tip of the catheter was found to be intact with no defects. No abnormalities observed with the material transitions. To assess if the balloon was damaged, a vacuum leak test was performed using a 20cc syringe. Negative and positive pressure was applied, and no leaks were observed. The device passed leak testing. The product evaluation confirmed the presence of the kink and the complaint investigation confirmed that the malfunction is not related to a design or manufacturing issue.